Manufacturer narrative:
The tech replaced the pneumatic gas spring to resolve the issue.

Event description:
The tech alleged the head of stretcher will not stay in the lowered position. No pt impact.